Manufacturer narrative:
Lot number is not available for this event. A request sent to site requesting if the device was retained of if lot number was available. The site responded that the device and packaging was discarded after the case and that lot numbers are not recorded for jada. A good faith effort to obtain lot number has been attempted. Jada was used as a treatment intervention with a patient experiencing pph with a cervical laceration that a uterotonics had failed to stop. The device labeling states the indication for use of jada is "to provide control and treatment of abnormal postpartum uterine bleeding or hemorrhage when conservative management is warranted." Warnings provided on the jada labeling state that "failure to improve indicates the need for reassessment and possibly more aggressive treatment and management of pph" and "jada is not a substitute for surgical intervention and fluid resuscitation of life-threatening pph." There is no report or evidence that suggests a device malfunction occurred. There is data on this survey indicating a cervical laceration was present and repaired, which are common results of delivery. There is no report that any additional intervention was provided or required, but typically a laceration involves stitches to repair or packing with gauze in the vagina, as needed. Jada was used in this event to control pph. There is no indication of device malfunction. The provider indicated on the survey a "cervical laceration repair". This event will be reported as a MDR out of an abundance of caution based on the information available at this time we cannot rule out that the use of jada contributed to the reported cervical laceration repair.

Event description:
An alydia health employee received a completed jada experience survey form that reported jada did not stop the postpartum hemorrhage (pph) and noted, "cervical laceration repaired" in the area on the survey designated for feedback when 'jada did not stop bleeding'. The event date for this survey was not noted on the survey and remains unknown, and the survey was received by alydia health on january 4, 2021. The information provided for this event was received from the survey and is very limited in detail. Follow up request made for further information was made to this site, but no further information on the timing or use of jada for this event was provided. The patient in this case is described as multiparous and experienced abnormal postpartum uterine bleeding that started within one hour after her spontaneous vaginal delivery. Prior to jada treatment she received methergine, txa and pitocin. Her blood loss prior to jada use was noted as 1200 ml. Jada was placed immediately postpartum. Blood loss evacuated with jada was noted as less than 50 ml.